Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 434 mg/dl (meter) and in the 200 mg/dl range(lab). No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.